Manufacturer narrative:
Synergy xd mr ous 3.00 x 38mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found evidence of damage with distal struts pulled distally over distal balloon. The undamaged crimped stent outer diameter was measured by snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed a damaged tip. A visual and tactile examination of the hypotube shaft found multiple hypotube kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during product analysis.

Event description:
Reportable based on device analysis completed on 01-jun-2022. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.00 x 38mm synergy xd drug eluting stent was advanced for treatment but the device failed to cross the lesion. The procedure was completed with a different device. No injury was reported following this procedure and the patient condition was described as good. However, returned device analysis revealed stent damage.